Event description:
On (B)(6): customer reports via phone to product monitoring that there was no image during an unk pt procedure. Pt gender and age were not available. It is unk if the pt procedure was completed. Customer does report no injuries occurred. Facility does have back-up capabilities.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.